Event description:
It was reported that the devices were used during a colectomy (total) procedure. It was reported by the affiliate that the firing knobs stopped during the firing process. There as no pt consequence.